Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Investigation of the returned device found the posterior cuff was out of the foot pocket and the tabs were undisturbed. There was a needle strike mark on the posterior foot. Both cuffs were attached to the link and the anterior cuff tabs were engaged to the anterior needle tip. Based on the evidence, the posterior cuff was missed and this confirmed the reported event. During testing, the plunger was reinserted to test the needle trajectory, needle depth, and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is failure to maintain a stable position of the device during needle deployment or needle deflection during plunger deployment due to interaction with human tissue as evidenced by the needle strike mark on the foot. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred as there was no suture attached to the needle when the plunger was removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.